Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired and the clip scissored - the tips of the clip did not approximate. The clip was removed and a new device opened. There was no pt consequence.